Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test, and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage found on the electronic and battery tube assembly. No moisture damage on the motor, vibrator or keypad assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump not last anymore than three days and also the battery was fully green last night and that morning woke up to it on the tiniest bit of red. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.